Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~ 0.1 y the acetabular shell, acetabular liner and femoral head components were revised.

Manufacturer narrative:
The following other hip devices were also listed in this report: tritanium revision acetabular; cat# 509-02-54e; lot# mla0mj; v40 cocr lfit head 40mm/-4; cat# 6260-9-040; lot# mkhx6d; accolade tmzf hip stem #5; cat# 6020-0537; lot# 32736602; it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Review of the device history records indicates all devices accepted into final stock met specifications. The complaint databases show there have been no other events for the reported lot ID or sterile lot. A photograph was provided of the reported device. The insert shows markings consistent with explantation. Nothing more can be learned by the photo. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~ 0.1 y. The acetabular shell, acetabular liner and femoral head components were revised.